Event description:
A malfunction alarm identified as malf 0, related to a software error, was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and since the malfunction did not recur, the customer was informed they could continue using the pump. The customer was advised to call back if the problem happened again and acknowledged this guidance.